Event description:
It was reported to boston scientific corporation that 67 patients underwent a surgical pelvic floor reconstruction procedure using the pinnacle anterior/apical pelvic floor repair kit, between (B)(6) 2008 and (B)(6) 2009. According to the retrospective chart review provided to boston scientific corporation, at the one year follow up visit, (B)(6) patients that returned for the follow up were found to have presented with mesh erosion. It is unknown as to what intervention was performed to address the tissue damage. According to the review, all patients "said they would have the surgery again and would recommend the surgery to a friend." Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. Sample evaluation in progress. A follow up report will be submitted when the evaluation results become available.

Manufacturer narrative:
(B)(4). One used transfer set was received with cap on dark blue connector and no cap on patient connector in reference to the reported condition of crack/broken. A lab titanium adapter was functionally hand tightened without difficulty. The transfer set was then tested underwater and a leak was noted. The transfer set was visually inspected and noted that both of the occluder feet were broken at the top. During visual inspection, it was noted that there was no whitish spot on the occluder leg which indicates possible overtorquing. The complaint was confirmed in the lab for broken occluder feet. In this case, the evaluation cited no visible signs of overtorquing; therefore, the root cause of the reported condition is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer reported a crack on the twist switch of the transfer set. The transfer set had been in use since (B)(6) 2010. There was no disinfectant use on the set by the patient or doctor. No patient injury or medical intervention was reported. The sample was available and requested. On (B)(6) 2010, upon initial assessment by baxter, the set was visually inspected and noted that both of the occluder feet was broken at the top.